Event description:
It was reported by service report that the head right and foot right timing links did not lock in the full up position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.